Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the bronchus during a thoracoscopic right lobe resection, the reload was installed correctly and the green button was pressed but the device would not fire. A new handle was used. There was no patient injury.